Event description:
It was reported that a volume discrepancy occurred during a pump refill on (B)(6) 2014. The expected reservoir volume (erv) was 3.8ml and the actual reservoir volume (arv) was 7ml. Shortly after, while still in the office, the patient experienced overdose symptoms of somnolence, lethargy, dizziness and slurred/slow speech. It was noted that the reservoir was checked after the patient started to exhibit symptoms. The nurse made sure that she got back the 40ml that she just put in the pump, and she did get back 40ml. It was believed that the patient was monitored for a period of time before being discharged. A dye study was performed on (B)(6) 2014 and the managing physician healthcare provider (hcp) was unable to aspirate. At this time, the patient seemed normal without complaints. At the time of this report, the patient status was indicated to be ¿alive-no injury¿. The device system was used to deliver fentanyl and clonidine. It was later reported that the location of the catheter issue had not been determined. Since the physician was unable to aspirate during the dye study, no dye was injected. As of (B)(6) 2014, no further actions had been taken. On (B)(6) 2014, the patient seemed to be doing fine with no outward signs or symptoms. The reporter did not know what the managing physician was planning on doing.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).